Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in the severely tortuous and severely calcified mid left anterior descending artery. Following predilatation with a 2.5x20mm maverick balloon catheter and implantation of a non-bsc stent, a 4.00mm x 20mm nc emerge balloon catheter was advanced for post dilatation. However, during the third inflation at 18 atmospheres for 20 seconds, the balloon ruptured. The device was completely removed and the procedure was completed with another of the same device. No patient complications were reported and the patient status was stable.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an nc emerge balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous kinks. There was contrast in the inflation lumen and balloon, and blood in the guidewire lumen. The balloon was loosely folded. Microscopic inspection revealed tip damage. There was a longitudinal tear 4mm long starting 5mm distal from the proximal marker band. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in the severely tortuous and severely calcified mid left anterior descending artery. Following predilatation with a 2.5x20mm maverick balloon catheter and implantation of a non-bsc stent, a 4.00mm x 20mm nc emerge balloon catheter was advanced for post dilatation. However, during the third inflation at 18 atmospheres for 20 seconds, the balloon ruptured. The deveic was completely removed and the procedure was completed with another of the same device. No patient complications were reported and the patient status was stable.